Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a reamer irrigator aspirator demonstration with sawbones, the cutting head released from the end of the flexible reamer shaft. There was no patient involvement. The sawbones were custom made to have a narrow femoral canal, intended to represent a type a femur. Midway through reaming, the surgeon attempted to remove the instrument from the sawbone while it was still under power and found that the cutting head had released from the end of the flexible shaft and remained within the canal of the femur. The surgeon attempted to re-engage the shaft with the cutting head by inserting it back into the canal. He thought that it was re-engaged and applied power to the drive, at which point the connecting feature was damaged. The sawbone was cut into sections in order to remove the cutting head. At no point did the instrument perforate the femur despite the lack of guide wire use. In order for other surgeons to be able to use the instrument in other sawbones, the connection feature was bent back into shape using pliers. The incident occurred again with the same devices on two additional occasions with different surgeons under similar circumstances. It was reported that the head fit and worked okay on other shafts. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the review of the device history record(s) shows that an ncr (non conforming report) is listed in the device history which is untraceable. We assume that the ncr is not available as the device is older than 11 years. According to se_075477 the documents for instruments have to be stored for 10 years. . Because of the age of the device we suppose, that the instrument worked correctly when distributed and there were no issues during the manufacture of the product that would contribute to this complaint condition. A pd investigation was performed and it shows: the 352.040 5.0mm flexible shaft is an instrument which is routinely used in the flexible reamers for intramedullary nails system the returned 352.040 5.0mm flexible shaft is in fairly good condition showing only mild wear. The device was returned and reported to have become damaged during the reaming of a sawbones femur. The reamer head was inadvertently released and the user attempted to reattach the flexible shaft from inside the canal. This condition is confirmed; one of the distal prongs is bent outward from the center. It is likely that the flexible shaft collided with the reamer head upon trying to reattach the reamer head leading to the complaint condition. Drawing number se_177086 rev. A was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Per additional information received:the incident occurred during the same demonstration, three separate times.this report is 1 of 1 for complaint (B)(4).